Event description:
The customer reported a patient with a reaction after a normal examination with a scope that was high level disinfected with cidex opa. The patient presented to the emergency room complaining of abdominal cramping and rectal urgency without bowel movement. The patient was examined with a proctoscope and found to have burns on the rectum and colon. The patient was not prescribed any medication. The burns cleared in approximately one week. The customer was unsure if the scope was processed in their asp automatic endoscope reprocessor or their dsd medivator. The customer was unsure when they were last serviced.

Manufacturer narrative:
.